Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The pc-over-ip (pcoip) client was replaced. The system then passed the system checkout and was found to be fully functional. The pcoip client was returned to the manufacturer for analysis, and through analysis the reported issue was able to be duplicated. The pcoip client was tested and logs indicated software reboots at 10 min 45 sec and 48 min 27 sec. It was determined that there was an electrical failure with the returned pcoip client. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the camera cart monitor went black and showed the pc-over-ip (pcoip) pop-up for 15 to 30 seconds and then the video came back. The camera stayed on throughout the occurrence. It was noted this was the second replacement of the part and the site had completed five cases with no issue until this one. There was no surgical delay due to this issue, and there was no impact on patient outcome.